Manufacturer narrative:
Retainer ring = clear. On apr 20, 2021 the customer alleged unresponsive keypad after water exposure and was hospitalized for low blood glucoses. Device received with blank display due to severely corroded pcba 1 and pcba 2. The motor, force sensor, keypad flex fingers and battery tube was also corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display. Unable to test for keypad unresponsive/stuck button alarm/button error alarm due to blank display. Unable to perform pump trace and history download using thus or the carelink upload due to blank display. Swapped out the case and pcba 1 with a working test board and pump still displayed blank white display. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to verify customer alleged for low blood glucoses. Blank display confirmed due to moisture damage on pcba 1 and pcba 2. Unable to confirmed unresponsive keypad due to blank display. Unable to download due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with blank display due to severely corroded electronic assembly. The motor, force sensor, keypad flex fingers and battery tube was also corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display. Unable to test for keypad unresponsive or stuck button alarm or button error alarm due to blank display. Unable to perform device trace history download or the carelink uploaded due to blank display. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Date of event hospitalization has been updated and provided with this report in section b5.

Event description:
The customer reported via phone call that they emergency medical services were dispatched and then admitted to the hospital on (B)(6) 2021 due to low blood glucose level of 37 mg/dl. The customer was treated with intravenous drip. The insulin pump was exposed to fluid while the customer was at the beach and it had stopped functioning.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on unknown date was taken by the ambulance since insulin pump stop from working. Customer¿s blood glucose level was 37 mg/dl at the time of hospitalization. Customer was treated with intravenous drip. Customer stated that insulin pump had fluid and buttons or keypad was not responsive. The insulin pump will be returned for analysis.